Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was selected to use for dilation. However, during preparation, the balloon was inflated and ruptured below rated pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.